Event description:
Five (5) day old 31 weeks male who developed gastric perforation on fisher paykel CPAP +5. Xray that showed there is new marked pneumoperitoneum with very large amount of free intraperitoneal air. There is air around the liver and spleen as well as around bowel loops and tracking down into the inguinal canals/scrotum on both sides.